Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received dilaudid 10.0mg/ml; 2.399mg/day in an implantable pump for non-malignant pain and failed back surgery syndrome. A pump alarm occurred approximately year 4 or 5 from implant (2009 or 2010). The patient indicated the alarm occurred because the pump "just ran out of medication." No symptoms were reported. No further information was provided.